Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an incoming inspection of the products, the customer found the product label on the package box for jelco® viavalve® safety IV catheters was affixed out of position. No patient injury.

Manufacturer narrative:
A photograph of the packaging of a jelco® viavalve® safety IV catheter was received for investigation. Photo received clearly confirm labels were not straight, confirming the reported complaint. The issue was related to a manufacturing issue. The root cause is an exception in the initial manufacturing of the device.